Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer's blood glucose was 238 mg/dl at the time of incident. The customer stated that the failed battery test did not recur after inserting a new battery. The customer stated that the battery cap was damaged. The customer stated that the insulin pump restarted itself. The insulin pump will not be returned for analysis.